Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, loading dose, ip). Dianeal pd2 ultrabag therapy was ongoing. It was unknown whether the event outcome of peritonitis had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy.